Event description:
The customer reported the system displayed error messages and would not boot. No pt injuries were reported.

Manufacturer narrative:
The ge service rep repaired the encoder pcb. The system functions as intended.